Manufacturer narrative:
Upon review of data provided by the customer, all of the discrepant results could be samples near the limit of detection for our assay, or they could be sars-cov-2 amplicon contamination. 04/20/2021 - updated report with correct manufacturer report number

Event description:
Customer reported a higher than anticipated positivity rate for sars-cov-2 results. Approximately (B)(6) specimens tested had sars-cov-2 detected, which is double the historical detection rate of sars-cov-2 since they went live with the sars-cov-2 testing in (B)(6) 2020. The user repeated the whole run and the 10 single target positives on the original run, only 1 came up positive in the repeat run. The one sample that came up positive on repeat was dual positive on the repeat run (sample (B)(4)). From the original run the 5 dual positives, 4 repeated as dual positive and 1 repeated not detected. In the repeat run there were 4 samples that came up as single target positive that were not detected in the original run. Samples are held at room temperature between testing events.